Event description:
Correction to previous submission: optical coherence tomography imaging was performed at the end of the procedure. It was previously reported that follow-up angiography was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the subsequent to a stenting treatment procedure stent thrombosis and myocardial infarction occurred and the patient expired. A 3.00x16mm taxus liberte stent was implanted in the proximal left anterior descending (lad) artery in (B)(6) 2009. In (B)(6) 2011 the patient presented with an st elevated myocardial infarction. Angiography was performed. Access was obtained via the right femoral artery. Angiography showed that the 3.00x16mm taxus liberte had a "considerable" size thrombus and malappositioned stent struts. Thrombus aspiration was performed, however a large portion of the thrombus remained. A non-bsc balloon was used to aspirate the thrombus and timi-3 flow was restored. Stenosis was noted at the distal end of the taxus liberte stent. A 2.50x13mm non-bsc stent was then advanced and deployed in the distal lesion. Post-dilation of the proximal portion of the stent was performed with an unspecified balloon catheter. Follow up angiography showed minimal thrombus. However, 4 weeks later the patient expired due to cardiogenic shock.

Manufacturer narrative:
Device is a combination product. Death date: (B)(6) 2011. If implanted, give date: (B)(6) 2009. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).